Event description:
During evaluation of a returned spectrum pump, the unit turn on and then turn off when it was tested on battery mode. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the unit turned on and then off when it was tested on battery mode. A review of the event history log revealed "improper shutdown!" Messages for the reported problem 'turn off'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the damaged wireless battery module. The wireless battery module required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.